Event description:
It was reported that the right ventricular (rv) lead had a rise of thresholds since implant. It was also reported that during the routine device replacement procedure, the physician found that the atrial lead had insulation damage with noise that had been previously noted prior to the repair. The rv lead was capped and replaced. The atrial lead was repaired with normal measurements and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224trk ICD, implanted: (B)(6) 2010; 4193 lead, implanted: (B)(6) 2005. (B)(4).